Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) mode switched causing the patient to feel unwell. The leadless ipg was reprogrammed to turn atrioventricular conduction mode switch off and leadless ipg remains in use. No further patient complications have been reported as a result of this event.